Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, vessel dissection is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) in order to treat a minor stroke at the right internal carotid artery with a pta balloon catheter (subject device) during the first inflation of the balloon, a dissection occurred. The vessel dissection was treated with the stent device and patient recovered that time. Five months post procedure, stent occlusion occurred. The patient did not experience any symptom. No additional treatment was performed.

Manufacturer narrative:
This is the 2nd of 2 reports. Subject device is not available.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) in order to treat a minor stroke at the right internal carotid artery with a pta balloon catheter (subject device) during the first inflation of the balloon, a dissection occurred. The vessel dissection was treated with the stent device and patient recovered that time. Five months post procedure, stent occlusion occurred. The patient did not experience any symptom. No additional treatment was performed.